Manufacturer narrative:
Approximate age of device - 2 years, 4 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported subdural hematoma could not be conclusively determined. The instructions for use list bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 due to subdural hematoma. Lactate dehydrogenase was within normal limits. The patient's head bleed was due to inr being at approximately 24 for several days. The patient had overdosed on coumadin to the point of head bleed. The lvad team confirmed that there were no device issues and the death was not related to the device. The device was not explanted and will not be returning for evaluation. No further information was provided.